Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they had swelling from the implant surgery and they notified their manufacture representative (rep) of the swelling sometime in july. They didn't really do anything about it but now the swelling is practically gone. Beginning sometime in (B)(6) 2017 they are having poor coupling with recharging. They notified their rep of the coupling issue sometime this month. Initially they will get up to 6 bars but then it drops down to 4 or 2. Their recharger antenna won't stay on and they cannot figure out why. The rep mentioned that the patient should try adhesive discs. The patient had adhesive discs ordered. Additional information was received from the patient on (B)(6) 2017. They were wondering if they needed to be present when the adhesive discs arrived. Patient services reviewed that the order would be shipped monday. The patient does not have much battery left in their ins but their rep stated that the ins should last until the adhesive discs arrive. No further complications were reported/are anticipated. Additional information was received from a consumer regarding the patient. It was reported that the patient's representative (rep) recommended the patient have their recharging equipment replaced. The patient was transferred to repair. No further complications were reported. Additional information received from the patient stated that the cause of the poor coupling was unknown just that the battery is migrating too much. The patient reported that they were going back to the healthcare professional on (B)(6) 2017 and is thinking about moving the ins and putting in mesh pouch because the battery top can be felt but not the bottom. The patient reported that sometimes coupling is at 8 and drop to 0 even with the adhesive disc. The adhesive disc did not resolve the coupling issue. The patient reported that they met with the healthcare professional on (B)(6) 2003 and has not gotten a full charge since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who called in to respond to the follow up letter they received. The patient did notify their health care provider who scheduled them in for surgery that has to be rescheduled to move the implant back in place. No further symptoms and/or complications reported at this time.